Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the health care provider (hcp) changed the low reservoir alarm volume to 1.5ml but it was not reflecting the change on the session data report. The hcp then reinterrogated the pump and it showed correctly at 1.5ml. The hcp then created and printed a report which also showed the correct volume of 1.5ml. It was reported the hcp had updated the pump five times on the report date. Session date reports were provided, which showed the low reservoir alarm listed as 2.0ml and then it showed 1.5ml. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.